Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. Vessel morphology was not reported; however, the proximal neck was noted as severely angulated under 60 degrees with two back to back curves. During the index procedure the case was completed as planned; however, due to the severe angulation of the proximal neck; a proximal type I endoleak was noted. The physician decided not to perform additional treatment at this time. No clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The patient received additional treatment that resolved the type ia endoleak. The physician placed a 36x36x49 endurant cuff. Patient is doing well.